Event description:
It was reported that patient experienced cartridge rejections. There was no reported impact to the customer¿s blood glucose level. Patient declined follow-up with technical support and was already out of warranty and in process for new tandem device, and no additional information was received regarding further actions or outcome of event.